Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a company representative (rep) from a healthcare provider (hcp) about a patient receiving dilaudid (hyd romorphone), 2.5 mg/ml for concentration, 0.4599 mg/day for dose, and bupivacaine (concentration of 4.5 mg/ml and 0.8279 mg/day for dose) via implantable pump. It was reported that patient reported a redness and warmth at pump site that would clear up with oral antibiotics but returned when the dose is finished. Interventions/actions that were taken to resolve the issue was the replacement of the pump and catheter at a new site due to suspected infection. It was reported that the existing left abdomen pump and catheter were explanted on (B)(6) 2021. A new pump and catheter were implanted to the right side of the abdomen. No diagnostics/troubleshooting were performed, no environmental/external/patient factors that may have led or contributed to the issue. It was mentioned that it was unknown if the issue was resolved at the time of the report. It was reported that the patient medical history was cervical cancer and radiation colitis. Patient weight was asked but unknown. Patient status at time of this report was alive - no injury. No further complications were reported.